Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - 1995; initial reporter - unknown; PMA/510(k) number / manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 1995. Subsequently, a revision procedure was performed on (B)(6) 2014 due to pain. The acetabular liner and modular head were removed and replaced.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date in 1995. Subsequently, a revision procedure has been indicated; however, no revision procedure has been reported to date.